Manufacturer narrative:
The reported leaflet tears and resultant prolapse was confirmed. Morphological and histopathological examination found leaflets 1 and 3 were torn. Leaflet 3 was torn at both stent posts, resulting in the tissue sliding down, or prolapsing. There was circumferential fibrous pannus ingrowth on the inflow surface and on the outflow surface of leaflet 2, with no evidence of inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tearing could not be conclusively determined; however, the pannus noted on the inflow and outflow surfaces had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 27mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted. Upon explant, a 3mm tear was observed at the ncc along both stent posts that resulted in prolapse of the leaflet to the ventricle. The valve was replaced with a 27mm edwards perimount magna ease valve and the patient is reported to be discharged.